Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system, characterized by increased cgm variability compared to prior days and a coinciding increase in insulin after a sensor change and earlier correction dosing; low glucose guidance was provided over the phone until glucose returned to range. Symptoms included hypoglycemia without loss of consciousness or other acute neurological symptoms. Outcomes included self-treatment with oral carbohydrates and recovery without emergency services, hospitalization, or professional medical intervention. Investigation included review of user-reported history and troubleshooting education on low glucose protocol. Investigation of this case revealed hypoglycemia with unclear root cause, with contributing factors possibly including higher insulin sensitivity, earlier correction insulin, and variable cgm readings after the sensor change; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.